Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback due to air in the circuit. The operator reported, that the saline spike was not fully seated allowing air to enter the circuit. The cycler alarmed appropriately. The use's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review troubleshooting procedures with the operator. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
An arterial air alarm occurred at the start of rinseback during a routine hemodialysis treatment. The operator stated, that the saline spike was not completely pushed in allowing air to enter the circuit. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.